Event description:
During a lap anterior resection, the non-active blade fell off the shears while being used inside the pt. Retrieved the foreign body when the bowel was removed.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the clamp arm detached. Additionally the tissue pad was found to be partially melted/detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurrs when the instrument is activated without tissue present. According to the IFU the following precautions should be followed: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument."